Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "biofilm", "granulomas", "inflammatory nodule", and "lesions" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: table 1. Injection site responses by severity after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reports 3 weeks after 1 syringe of juvéderm volbella® xc was injected into the lips the patient acutely developed lesions. The patient was seen by the injector and reported "it looks like the patient has granulomas at the injection site possibly due to biofilm." Patient was provided oral antibiotics, doxycycline and hyaluronidase, and "patient "took a medrol pack at time of injection (had previous swelling)" symptoms are ongoing.

Event description:
Healthcare professional reported the patient declined a biopsy and lesions have been treated on three occasions with intralesional kenalog. Symptoms are "somewhat better, not resolved."